Event description:
The physician was dissecting lymph nodes in a thoracic case. During the procedure, the bipolar xi instrument broke. Pieces of the instrument were observed in the cavity. The fragments were retrieved and counted and the area was irrigated. The physician attempted to remove the broken instrument through the cannula but was unsuccessful. The cannula was removed with the robotic instrument and replaced.